Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient noticed her ¿therapy was gone¿ and that the patient¿s implantable neurostimulator (ins) had experienced ¿premature¿ battery depletion. Longevity calculations reportedly indicated ¿the battery should have lasted at least two years¿ and that instead the ins had reached 2.84 volts and end of service (eos) ¿after less than ten months.¿ the patient¿s physician was unable to turn the ins back on following the appearance of the eos and ¿replace stimulator¿ messages. There were no issues reported by the patient while using the ins. Impedance testing performed at the time of report found that unipolar electrode one had a high, out-of-range impedance of 2049 ohms. There were no bipolar impedance issues found. The patient¿s ins required replacement as a result of the event. Upon replacing the patient¿s ins, impedance testing of the replacement ins found unipolar electrode one also had a high, out-range-impedance value, this time of 2130 ohms. There were no patient symptoms or complications associated with the event. The patient was reportedly alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3389, lot# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the expected longevity was not met. ¿the ins was at end of service (eos) when received for analysis. After the eos bit had been set, the output turned off and the battery recovered to 2.79 volts as expected when the drain across the ins is removed by turning the output off. After resetting the eos bit, the ins passed functional testing. A longevity estimate was done based on the parameter history session of (B)(4) 2014 on the initial review printout. The actual group impedances were not known so they were estimated based on the measured electrode impedance shown on the returned printout of (B)(4) 2014. For the left side the group impedance was estimated to be 603 ohms (1/rgroup = 1/1840 + 1/898). For the right side the group impedance was estimated to be 1068 ohms (1/rgroup = 1/2342 + 1/1963). The estimate assumed continuous 24 hrs/day usage. The estimate indicated an expected life of 17.42 months to eri and 20.42 months to eos. According to the trace report taken from the ins, it reached elective replacement indicator (eri) in 5.6 months and eos in 7.4 months. Destructive analysis was performed. No visual or electrical anomalies were found with the hybrid circuit. Analysis of the battery indicated some expansion which is typical of a battery being discharged at a high rate. Destructive analysis of the battery did not reveal any internal mechanism for an internal short of any internal anomaly that would cause premature battery depletion. Based on the analysis of the ins, it cannot be determined what caused the mismatch between the calculated longevity and the actual implant life.¿